Event description:
Facility reported an internal fiber leak on the 12th use dialyzer after 15 minutes of treatment. Estimated blood loss to the pt was 250cc. The entire circuit was changed, no blood was returned. The sample is available for examination. Hemoglobin pre-incident was 11.1 and the hematocrit was 35.7. No post-incident data is available. Pt finished treatment without further incident.